Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported audible alarms were not sounding at the information center in the cmu unit. No patient harm was reported.